Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6), and the reported infection and gastrointestinal bleeding could not conclusively be determined through this evaluation. Heartmate ii lvas instructions for use (IFU) lists bleeding and infection as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values, and controlling infection. The relevant sections of the device history records for vad-61456 was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for signs of infection including fever, abdominal discomfort, and weakness. The patient's blood cultures were positive for achromobacter. The patient was given dopamine by intravenous infusion. The patient's creatinine was up to 3.57 and nephrology was consulted but the patient is not a dialysis candidate. The patient was awaiting negative blood cultures for peripherally inserted central catheter (PICC) placement. Palliative care to follow. Blood cultures showed gram negative rod on (B)(6) 2020, so patient antibiotics were adjusted. The patient had a bloody bowel movement on (B)(6) 2020 so the gastroenterologist was consulted and a colonoscopy was scheduled for (B)(6) 2020.

Event description:
It was reported by the vad coordinator that the infections were not new for this patient. The source of the infection was not provided. The patient had chronic infection concerns and palliative care discussions were had with the patient's family. The patient had a colonoscopy performed on (B)(6) 2020, during which an actively bleeding arteriovenous malformation (avm) was found in the cecum and successfully clipped. The patient was discharged home on (B)(6) 2020, with coumadin on hold.

Manufacturer narrative:
Section b5: patient history of infection covered under manufacturer report number 2916596-2021-00222.